Event description:
The customer reported to olympus that while using visera pro xenon light source, the emergency lamp indicator was blinking. The issue was found at preparation for use and there was no patient harm associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to an internal failure of the emergency lamp. The connection was also slow due to wear of the output connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that the emergency light indicator lamp on the front panel blinks due to an internal failure of the emergency light. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.